Event description:
It was reported that the lead dislodged after slitting, while the doctor was removing the stylet. Attempts to reposition were unsuccessful. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found; full lead returned and analyzed. Blood/body fluid was present on all conductors, the outer insulation was breached cut, and the lead was damaged at implant.